Manufacturer narrative:
The product analysis indicates the reported issue of overheating could not be verified. The one-minute pre-repair temperature test results are as follows: 77.2 degrees f at t1 and 76.3 degrees f at t2. The ambient temperature was 74.7. The drill¿s collet was hard to lock and unlock. The motor had some corrosion and noise. The collet, motor/cable subassembly and housing were replaced. The serial number was changed to (B)(4). The handpiece was repaired, cleaned, and tested to all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the handpiece overheated. The sales rep requested that the devices be returned for evaluation. There was no patient impact or injury reported.